Event description:
The customer noticed that the gantry angle was off 4 degrees at the end of the day. A varian service rep reproduced the problem, examined the device, and found that the bolts holding the gantry motor were not as tight as they should be. The rep tightened the bolts and calibrated the equipment. Further problems were not experienced. According to the site physicist, the 4 degree gantry angle error would slightly change the dose distribution, but not in a clinically significant way. It is unk how many pts were treated with the gantry error. No report of injury was received.

Manufacturer narrative:
Varian professional medical opinion: since varian has no details of specific pts, varian professional medical opinion has concluded that the info provided to varian is insufficient to render a professional medical review. It is believed that a gantry shift of 4 degrees would be very unlikely to cause a significant change in dose distribution. Although in rare instances this could lead to a geographic miss of the tumor or dose to unintended structure, it is believed that this is highly unlikely in the vast majority of pts. Preliminary analysis: although still under investigation, varian believes that there is a potential for 6 to 8 degrees of error at any given angle, which could result in a misadministration. If undetected, this angular error could produce an effective beam shift of about 21 mm. [Ref MDR 2916710-2008-00013, MFR ref (B)(4)]. Add'l follow-up to this MDR is expected upon completion of the investigation. (B)(4).